Event description:
It was reported that the battery was leaking fluid during charging and user got a chemical burn on her hands due to the leaking substance. It was confirmed that user got first degree burn and no permanent scaring or damage occurred due to the event. No associated procedure, no patient involvement, no delay, were reported with this event.

Event description:
It was reported that the battery was leaking fluid during charging and user got a chemical burn on her hands due to the leaking substance. It was confirmed that user got first degree burn and no permanent scaring or damage occurred due to the event. No associated procedure, no patient involvement, no delay, were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, leaking battery, was not duplicated and no failures were confirmed. Through visual and functional inspection, the technician did not observe any signs of leaking or identify any failures. Based on a review of risk documentation and previous cases with a similar reported event, the most common causes of leaking are caused by cracks in the housing, improper sterilization, or corrosion. It is possible that improper sterilization can cause corrosion and damage to the battery, allowing fluid to enter and exit the battery, however these failure modes were unable to be confirmed.